Event description:
Patient presented to the physician with the ipg eroded through the skin at the chest incision site. Physician brought the patient into the or and removed the ipg. Physician prescribed antibiotics after the procedure was completed.